Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs alleges burning in the hip, rashes, vision problems and limited range of motion. It was also being alleged that blood clot from the revision surgery caused the left knee to swell and be very painful for 3 weeks. After review of medical records, the patient was revised to address elevated metal ions, osteolysis, pseudotumor, inflammation and synovitis. Operative notes reported whole area was stained with metallosis, pseudotumor, synovitis and fibrinous material that had been metal stained. Pseudocapsule was eroded. Doi: (B)(6) 2010: dor: (B)(6) 2017; left hip.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address elevated ion levels.

Event description:
Pinnacle litigation records received. Litigation alleges pain, elevated metal ions, metallosis, pseudotumor, physical injury, disability, lack of mobility, emotional distress, anxiety and depression.